Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site (B)(6) (type ii bone). Primary stability was achieved. Osseointegration was partially achieved. The clinician states that site #7 was immediate loaded out of occlusion in all working movements. The implant was removed on (B)(6) 2012 due to swelling, fistula, mobility. Medical history: no significant findings.